Manufacturer narrative:
Additional suspect medical device components involved: model: sc-2218-70, serial: (B)(4), and 459918 description: linear st lead 70cm. The devices will not be returned to bsn as they remain implanted in the patient. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that a patient's ipg was revised to the chest area because of difficulty charging. During this procedure, high impedances were noted on several contacts of the leads. Troubleshooting was performed but the problem persisted. The physician suspects a lead fracture but no action will take place at this time regarding the leads.